Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that on (B)(6) 2017 between the hours of 0800 and 1200, a baby's heart rate was noted to be in the 70s, and the red alarm did not go off. Instead, a yellow alarm went off. The customer indicated that the alarm limit settings for heart rate were set and reported a heart rate high limit of 200 and low limit of 100. The device was in clinical use at the time the issue was discovered. The patient died. The patient was being tended to per the customer policies and necessary treatment; there was no delay in treatment. The infant was with an expected end of life, and the customer did not report that no red alarming was the cause.

Manufacturer narrative:
Alarm logs were retrieved, and were reviewed by philips. Multiple desat alarms were seen beginning at 8:30. Red heart rate (bradycardia) alarms were found to have occurred at 11:02am, 11:57am, 12:33pm, and 12:36pm; lower level alarms are not shown due to the customer's central station revision. The data demonstrates user interaction with the device as "suspend" or alarm pause actions are indicated several times in the timeframe described. The customer biomed tested the monitor and the monitor was working as expected during the testing. Based on customer statements, the data does not support that a malfunction occurred nor does the data support that the device was a factor in the patient death. The device remains at the customer site. There have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time.